Event description:
It was reported that the handpiece ran w/o user activation during a routine equipment eval at the user facility, by a MFR field service technician. There was no pt involvement, and no user injuries or adverse consequences.